Manufacturer narrative:
Qn# (B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton/yellow biohazard bag. Returned with the sample were supplied kit components including 40cc inflation driveline tubing, data-scope inflation driveline tubing and teflon sheath w/dilator assembly. Upon return, the iabc bladder was noted withdrawn through a non-teleflex teflon sheath and the sheath was noted on the iabc bladder membrane. The distal end of the teflon sheath was noted at approximately 4.3cm from the iabc distal tip; buckling was noted to the sheath extrusion. The one-way valve connected and tethered to the short driveline tubing. The visible portion of the bladder was fully unwrapped. A bend to the iabc central lumen was noted at approximately 21.5cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. Since the iabc bladder was noted withdrawn through a non-teleflex teflon sheath and buckling was noted to the sheath extrusion, which indicates the iabc was not removed from the patient correctly per the instructions for use (IFU). As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Blood exited during aspiration test. The one-way valve was connected to the short driveline tubing and a negative vacuum was pulled on the returned iabc. While maintain the pressure, the sheath was moved from the bladder and towards the bifurcate with significant force required. Upon removal, no visual damage or abnormalities were noted to the iabc bladder. Some dried blood was noted within the iabc bladder membrane/helium pathway. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the outer lumen. Under microscopic inspection, the outer lumen was noted damaged, and the leak site was noted on the outer lumen at approximately 27.7cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. Blood was noted on the guidewire upon removal. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "intra-aortic balloon could not be fully inflated" is con-firmed. During the investigation, the outer lumen was noted damaged, and leak was noted resulting from the damaged outer lumen. The outer lumen leak could cause for the incomplete inflation. No other leaks were detected during functional testing. Unrelated to the reported complaint, the returned iabc bladder was found withdrawn through a non-teleflex teflon sheath and bucking was noted to the sheath extrusion. This indicates the user did not follow the instructions for use (IFU) and could result in damage to the device. As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the outer lumen leak. The root cause of the outer lumen leak is undetermined; a probable root cause is customer handling. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "after inserted, fluoroscopy using x-ray revealed that the intra-aortic balloon could not be fully inflated during inflation, and after withdrawal, the catheter was found to be broken and leaking. The catheter was replaced on fluoroscopy and inflated completely". The second catheter used was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "after inserted, fluoroscopy using x-ray revealed that the intra-aortic balloon could not be fully inflated during inflation, and after withdrawal, the catheter was found to be broken and leaking. The catheter was replaced on fluoroscopy and inflated completely". The second catheter used was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".